Event description:
A report was received that the patient had an infection at the midline incision which was due to the procedure. Symptoms were redness, swelling, discharges and the incision was not healing properly. The patient was prescribed antibiotics and was reportedly doing well.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2015. Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the midline incision which was due to the procedure. Symptoms were redness, swelling, discharges and the incision was not healing properly. The patient was prescribed antibiotics and was reportedly doing well.